Event description:
Procedure: thoracoscopy. According to the reporter: the staple line failed, and the anvil bent. Excess bleeding occurred due to the staple line failure, and case was converted to a thoracotomy for resection and retrieval of the bad staple line and associated tissue. A new staple line was applied.